Manufacturer narrative:
Please review attached for investigation results. (B)(4).

Event description:
It was reported a revision surgery was performed due to infection. Surgeon stated corrosion was present.